Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pe2828, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent cesarean section on an unknown date and suture was used. The problem of pulling off suture needle happened during the procedure. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.